Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was left axilliary deep vein thrombosis related to the implant procedure. This was medically treated and the device remains in use. No patient complications have been reported as a result of this event.